Manufacturer narrative:
This device is not cleared in the us. It is similar to product code nkb cleared under k111301. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference this report thru 3003853072-2019-00071.

Event description:
It was reported that the threads of 12 screws and 2 blockers were damaged during installation in surgery. They were removed and replaced with alternative screws and blockers to complete the procedure without reported patient impacts. This is report 1 of 14 for this event.

Manufacturer narrative:
The blocker was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the threads of 12 screws and 2 blockers were damaged during installation in surgery. They were removed and replaced with alternative screws and blockers to complete the procedure without reported patient impacts. This is report 1 of 14 for this event.